Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that after multiple unsuccessful attempts to place the pipeline, it was removed from the patient and new device-pipeline in the same size was successfully implanted without any issues. The cause of the event was not determined. The pipeline had not been placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline, specifically, the operator attempted to deploy the pipeline several times and then re-sheathed it. Unfortunately, it could not be deploy. A standard "massage" of pipeline was performed in accordance with the training protocol.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield braid was returned for analysis inside an open pipeline flex shield inner pouch and outer carton, inside a sealed biohazard bag, and inside a shipping box. The pipeline flex shield pusher wire was not returned with the pipeline flex shield braid. ¿ damaged location details: the pipeline flex shield braid was returned already detached from the pusher wire; therefore, the distal and proximal ends could not be identified. Both ends of the braid were open and frayed. The braid¿s middle section was fully open without damage. No other anomalies were found. ¿ conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at proximal¿ report could not be confirmed, as both ends of the returned pipeline flex shield braid were open and frayed, while the middle section was fully open without damage. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported that the vessel tortuosity was normal and the pipeline had not been placed in a vessel bend, which rules out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than twice, deployment techniques, advancing or retr acting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the operator experienced difficulties opening the pipeline despite several attempts. The proximal segment failed to deploy. The operator decided to remove the device and replaced it with a new one of the same size, which deployed correctly. The implantation then proceeded without any issues. The operator suspects that the prolonged duration of the device deployment attempt led to the formation of fibrin, which prevented the pipeline from opening. There was failure to open in the proximal section. The pipeline was not stuck in the capture coil. The pipeline removed from patient. The pipeline was resheathed and removed with the microcatheter. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for treatment of an unruptured aneurysm. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure was satisfactory.